Event description:
It was reported that the patient experienced device too stiff to inflate with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and the reservoir remains implanted, a new ipp cylinder and pump were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Cylinder analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Pump analysis: malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination by blood and tissue. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Reservoir analysis: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional product component: model number/catalog number 72400152 and 72401110. Serial number: null and null. Batch/lot number 794874004 and 794233002. Model/catalog description reservoir 65ml and pump cxm.

Manufacturer narrative:
Additional product component: model number/catalog number 72400152 and 72401110, batch/lot number 794874004 and 794233002, model/catalog description reservoir 65ml and pump cxm.

Event description:
It was reported that the patient experienced device too stiff to inflate with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and the reservoir remains implanted, a new ipp cylinder and pump were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.